Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call and preventive maintenance. The following parts were replaced: luminometer, wash block assembly, reagent and aspirate probes, probe guides, aspirate probe tubing, the dilutors, syringe and 2 ml dilutor for ancillary probe, the acid base pump and teflon and pinch valves. The y connector was replaced in the fluidics drawer, alignments were completed, and the system was primed with water. The customer recalibrated all assays, ran quality controls and precision testing which passed. The potential cause of the discordant, (B)(6) result may have been due to component failure or incorrect dispense of the sample by the sample probe. If the sample probe dispensed incorrectly, this could lead to a false negative result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR# 2432235-2019-00119 was also filed for this event.

Event description:
A discordant (B)(6) result was obtained on a patient sample upon repeat testing on an advia centaur xp instrument. The discordant result was reported to the physician(s) who questioned the results. The sample was repeated on an alternate advia centaur instrument resulting (B)(6). The (B)(6) result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.